Event description:
The core impaction drill was sent for eval due to overheating during a procedure. No further info has been provided by the customer.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.